Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation : observed, one opening on the posterior side assessed as fold flaw opening. Additional observations: ¿ crease flat observed on the device. ¿ wear abrasion observed. ¿ brown particle observed on the inside device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.